Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a power (128-fxxx) issue. It was reported that the pump's battery life was shorter than expected. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1 date of submission 11/16/2015. Device evaluation:the device has been returned and evaluated by product analysis on 11/04/2015 with the following findings: a review of the black box data showed replace battery alarms associated with post delivery motor power supply faults. A visual inspection of the pump showed that the battery compartment was cracked. The returned battery cap was able to fully tighten on to the pump and the pump powered on normally. The pump¿s current draws were found to be within specifications. The complaint was not duplicated during testing.